Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 325-475 mg/dl range. The customer alleged that the pump was not delivering insulin properly. Reportedly, the customer reverted to manual injections for insulin therapy.